Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male pt who used super poligrip for over 30 years as a denture adhesive. The pt's past medical history included back surgery, four-vessel coronary bypass graft, motor vehicle accident, and sacral surgery. Concurrent medical conditions included diabetes. Co-suspect medication included fixodent. On an unknown date, the pt used super poligrip at unknown dosing. At an unk time after using super poligrip, the pt experienced neuropathy, polyneuropathy zinc toxicity, and nerve damage. At the time of reporting, the events were unresolved. Info was received on (B)(4) 2011 by a pro se pt via a legal complaint and medical records. A complaint was received involving poligrip and fixodent. According to the complaint, the pt reported using poligrip (marketed in the us as super poligrip) and fixodent alternately for more than 30 years. The pt reported having symptoms for more than 30 years, which continued. The pt experienced "neuropathy manifesting all the classic body dysfunctions and ailments caused by the presence of high level of zinc" in the blood. The pt reported having a zinc level of 365 (normal 60 to 120). The pt was also diagnosed with diffuse severe peripheral polyneuropathy. According to the pt, the physician considered the pt's disability as permanent. The pt received physical therapy treatments twice a week due to abnormality of gait (at least as early as (B)(6) 2010). Electromyogram (emg) and nerve conduction studies (ncs) of the low extremities revealed electrophysiological evidence of diffuse moderately severe sensory motor axonal and demyelinating peripheral polyneuropathy affecting both legs (completed on (B)(6) 2010 and confirmed with medical records). Vestibular testing revealed evidence of central and peripheral vestibular dysfunction (completed on (B)(6) 2010 and confirmed with medical records). The pt was treated with epley's maneuvers and anodyne therapy twice a week for four to six weeks. The pt had a 14 percent final whole person impairment based on a computerized muscle strength valuation system (completed on (B)(6) 2009 and confirmed via medical records). An upper emg exam (completed on (B)(6) 2010 and confirmed with medical records) showed moderate bilateral sensorimotor demyelinating and axonal median nerve neuropathy at the wrist, consistent with bilateral carpal tunnel syndrome. There was electrophysiologic evidence of a diffuse moderate sensorimotor axonal and demyelinating peripheral polyneuropathy. The pt also had imbalance problems with gait abnormalities.

Manufacturer narrative:
According to medical records, on (B)(6) 2010, the pt had an initial neurological consultation. According to the pt, the symptoms started several years ago without triggering events and had progressively worsened. The pt complained of numbness and tingling in both feet that was intermittent and accompanied by persistently unsteady gait, imbalance, and frequent falls. Assessment included peripheral neuropathy and unsteady gait. On (B)(6) 2010, the pt reported having had balance problems in the past however, since his back surgery, this exacerbated his balance problems. The pt had constant falls and sometimes used a cane. On (B)(6) 2010, the pt picked up orthopedic insoles and shoes. On (B)(6) 2010, the pt complained of numbness and tingling in both feet and both hands. The pt's condition had somewhat improved with physical therapy. His gait was steadier, but he still experienced intermittent numbness and tingling in both feet and also started having numbness and tingling in both hands. The pt was attending physical therapy two to three times a week with moderate relief of symptoms. On (B)(6) 2010. Assessment included severe peripheral polyneuropathy associated with diabetes and zinc toxicity. The pt's disabilities were considered permanent. On (B)(6) 2010, the pt continued to complain of numbness and tingling of the feet and to a lesser degree of the hand with unsteady gait and imbalance. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).